Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and no longer in axial alignment, causing vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings, which is wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the attachment device made the drill device wobble. During in-house engineering evaluation, it was observed that the bearings were worn out and no longer in axial alignment causing vibration. The reporter indicated that the event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.